Event description:
It was reported that the cement hardened quickly. Because the cement was harder than usual, it caused the nozzle to come off of the syringe while the surgeon was inserting the cement into the canal. When the surgeon went to remove the hardened cement, the distal stem area of the bone was broken. There was a 1 hour delay in the procedure due to this event. The case was completed. This report is related only to the nozzle coming off of the syringe issue. The cement hardening issue was filed by stryker limerick as a serious injury under MDR reference # 9610726-2012-00151.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.